Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies, uncomfortable sensations and sound perception problems. In 2005, the pt was seen by a company representative for device evaluation. Programming adjustments were made. However, the reported problems were not resolved. The company was notified that surgery to explant the patient's device is to be scheduled.